Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification, this device was manufactured before the UDI requirements. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the user advisories related to the customer's report. However, without receipt of the device or batteries, further investigation could not be performed. It's important to mention that 14 shocks were successfully delivered to the patient in this event. The charge timeouts start occurring following the 12th shock which is likely related to the battery state of charge. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), complainant alleged that the device took an extended time to charge energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.